Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Correction: section b5: in the initial report it was inadvertently reported that patient had service app issue, correct issue is reported under this record. Correction: section h6: device code updated to the correct one. Correction: section h8: the additional information received reveled that device should have not been associated with fsca.

Event description:
Additional information received that patient ipg was replaced due to patient needing MRI and the diagnostics revealed high impedance. Patient underwent surgical intervention where in the ipg was explanted and replaced, resolving the issue.